Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw would not tighten in the bone screw. The set screw was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Optical examination identified some plastic deformation of the very leading edge of the thread on both bosses. Functional evaluation was able to fully engage both in two separate sample m8 ma's. Unable to replicate customer concern. After visual, optical and functional evaluation, the implants appear to be capable of performing their intended function.:optical examination identified some plastic deformation of the very leading edge of the thread on both bosses. Functional evaluation was able to fully engage both in two separate sample m8 mas's. Unable to replicate customer concern. After visual, optical and functional evaluation, the implants appear to be capable of performing their intended function.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.